Manufacturer narrative:
During the requested site visit, the field service representative (fsr) inspected the instrument and performed troubleshooting. The fsr cleaned the cuvettes, cleaned the water bath, and replaced the cuvette dry tip, which resolved the issue. No additional discrepant result issues have been reported since the service activity was completed. Return testing was not completed as returns were not available. A review of the architect c4000, serial number (B)(6) service history revealed no additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A 12-month review of tickets for the cuvette dry tip did not identify any trends or systemic issues. A review of the architect c4000 systems found no systemic issues or trends for the issue associated with this ticket. The architect system operations manual and the architect c4000 service and support manual, provide adequate information regarding the troubleshooting of erratic / discrepant results and the removal, replacement and verification of list number 09d51-02 cuvette dry tip. Based on the investigation no product deficiency was identified for either the architect analyzer, serial number (B)(6), or the cuvette dry tip, list number 09d51-02.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There was no additional patient information provided by the customer.

Event description:
The customer reported falsely elevated magnesium (mg) results on one patient generated on the architect analyzer. The results provided were: on (B)(6) 2019 sid (B)(6) = 6.44 / 1.8mg/dl. There was no reported impact to patient management.